Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent manifested by abdominal pain. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with cefepime (0.25 mg, 4 times a day, route not reported) for the event. The patient was recovering from the event and hospitalization was ongoing at the time of the report. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient was treated with maxipime (0.25 milligram given four times a day, route of administration not reported) for the event of peritonitis. At the time of this report, the patient had recovered from the event of peritonitis but hospitalization was ongoing. Extraneal and "reguneal" therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.